Event description:
Follow up information received from the manufacturer representative (rep) reiterated that pre-op impedances were within normal range, and that the battery was replaced due to loss of efficacy with both channels showing shorts on all eight contacts. The surgeon elected to replace the battery, and no troubleshooting could be done as the impedances were in range. The battery was replaced and impedances were within range again, with the surgeon believing it was a device malfunction since it involved both leads.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported c0, c1, c2, and c3 are all 18 ohms. C8, c9 and c10 are all 19 ohms. The caller indicated this had come on suddenly and the patient was having more "freezing". There were no traumas or falls that could have been related to this issue. The caller had not thought the implantable neurostimulator (ins) had flipped over. Additional information received a day later via the representative reported x-rays were provided by the hcpas the patient was seen by the hcp the day prior. The patient had been falling more as a result of this impedance issue. The representative was not sure when the issue began. On (B)(6) 2016, the representative reported a revision was being performed the day of the call. The physician had wanted to change out the ins since there "appear[ed] to be a connection issue within the ins itself given the short circuits occurring with the case pairs." It was noted the patient continued to be symptomatic and had no falls prior to this issue being discovered. It was indicated the patient would hold her grandchild, but it was unknown if this was a cause to any changes to the deep brain stimulation (dbs) system. It was reported the patient had normal impedance intraoperatively at the time the system was placed and at the patient's first programming. Additional information received the same day reported the ins was at elective replacement indicator (eri) and the ins was being replaced the day of the call. Pre-operative impedances were all showing normal at 0.7 v (764-2499 ohms across unipolar and bipolar pairs). The impedances were ran again at 3.0v and both sides ranged from 714-1972 ohms. None of the bipolar pairs were less than the unipolar pairs. Only the ins was replaced during the revision, and there was nothing that was visibly concerning during the procedure. Impedances following revision ranged from 763-2563 ohms. It was identified these values were similar to those taken pre-operative. Pre-operatively when the impedances were checked, the ins was on, the ins was at eri, and the patient was programmed to: c+3-, 3.0v, 90 microseconds, 180 hertz, and c+11-, 2.0 at 9.0 microseconds. The ins capacity was at 2.82 pre-op, indicating the ins had some type of rebound event wherein the short resolved and the ins capacity recovered. Prior impedance history during visits were not available. The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
The implantable neurostimulator (ins) battery reached normal end of life; the telemetry and output were okay. The parameters for the longevity estimate were taken from the initially reported information as it was stated that there was low (18 o) impedance between the case and #3 circuits, and the ins was programmed to these circuits. The longevity estimate calculator could only go down to 100 o impedance, which would cause the longevity estimate to be higher than it should be. The longevity estimate is 8.7 months to elective replacement indicator (eri). According to the trace report the ins reached eri in 4.8 months. Upon review of the analysis results, it was determined that (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon review of the additional information received, it was determined that eval code-conclusion no longer applies as eval code-conclusion was added.

Event description:
Additional information was received from a manufacturer representative (rep). It was confirmed that the implantable neurostimulator (ins) was replaced due to no symptoms control and impedance measurements showing a short on both channels. No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.